Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of superficial damage to the black power cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed tears in the outer jacket of the black power cable located approximately 8¿- 8.5¿ and 16¿ from the system controller housing. The underlying cable shielding was exposed and a green residue consistent with fluid ingress was observed at the location of the jacket tears. No other physical anomalies were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The outer jacket was removed from both power cables for further inspection and the green contaminate was observed on the underlying layer. No damage to the underlying wires was observed. The system controller was disassembled for visual inspection of the internal components and no issues were observed. The log file downloaded from the returned controller contained data spanning 3 days (25dec2023 ¿ 27dec2023 per the timestamp). The driveline was disconnected on 27dec2023 at 11:04:52 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller and modular cable exchange resolved the issue, as the patient had no issues from the cosmetic damage to the various items prior to the exchange. It was noted that the items were electively exchanged to prevent further damage, possibility of mechanical circulatory support issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having driveline issues of small cosmetic damage that was repaired with silicone repair tape. The patient was admitted for a modular cable and system controller exchange due to the driveline issue. Photos of the issue were provided. The patient was admitted to the intensive care unit due to their aortic valve not opening. It was noted that the team was at bedside with defibrillator pads, in case patient lost consciousness and the pump restart did not provide adequate profusion. The modular cable and system controller were exchanged, with the patient losing consciousness. Once the pump restarted, the patient was conscious. Advanced cardiovascular life support/code blue was not utilized. Patient was well and was getting discharged from the hospital. Related manufacturer reference number: 2916596-2024-00135 (pump).